Event description:
It was reported that in 2008 x-ray reveals radiolucent lines around durom shell in all 3 zones of charnley and delee. Femoral stem appears well fixed. Patient complains of pain in left and groin. She is ambulating with cane. Hip was previously injected with depo medrol and marcaine which gave her 1 week of relief.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.